Event description:
A report was received that the patient experienced an infection at the ipg site, which was mild in severity. The patient was treated with medication and the outcome of the event was assessed as recovered or resolved by the physician. The physician also noted that the event had a possible relationship to the procedure, but was not related to the hardware or device stimulation.

Event description:
A report was received that the patient experienced an infection at the ipg site, which was mild in severity. The patient was treated with medication and the outcome of the event was assessed as recovered or resolved by the physician. The physician also noted that the event had a possible relationship to the procedure, but was not related to the hardware or device stimulation.

Manufacturer narrative:
A review of the manufacturing documentation for sc-1160 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.